Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The defect has been verified and repaired. The following repair activities were performed service & repair functions as per (B)(4). Nothing noted in the service history that could have contributed to the complaint. Attached box label, electrical safety and vapr 3 repair record. As per customer's complaint of error code, unit was evaluated, and 200 ref 24 error was displayed during duty cycle trim test. To correct the problem; the rf board was replaced. The scratched top plate, fascia, base plate and 3 missing mounting feet were replaced. The membrane panel, fascia label, and vfd were replaced along with the fascia. The corroded socket assembly and broken foot switch socket loom #2 were replaced. The unit passed all functional tests and is fully operational. Performed service bulletins (B)(4). A review into the depuy synthes mitek complaints system revealed one other similar complaint for this device's serial number. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that there is no evidence of manufacturing anomalies related to failure related to failure reported. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported during a shoulder scope procedure the vapr 3 generator displayed an error code. A second like device was used to complete the procedure. There was a 5 minute surgical delay and no patient harm. This is report 1 of 1 for (B)(4).